Manufacturer narrative:
The customer declined ge service. No repair information available. Legal manufacturer: hcs madison - (B)(4).

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.